Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the (B)(4) study that the patient had diaphragmatic stimulation, which was described as "jumping" almost constantly. It was also reported that device interrogation revealed an increased capture threshold on the left ventricular (lv) lead. Therefore, the output and pacing vectors were reprogrammed. However, a few days later, the subject once again experienced abdominal discomfort with change in body position (lying on left side.) Therefore, the pacing output and pacing vector were once again reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.